Event description:
The reporter stated that he did back to back blood glucose tests, within 10 minutes, using separate fingersticks. He stated that his results were 200, 150 mg/dl and "up." He stated that he did not have any symptoms. A control solution test was in range 118 (85-127). Attempts to contact the reporter for add'l info have not been successful.